Manufacturer narrative:
Insulin pump powered up properly after battery installation. No critical pump error alarm noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test and the basic occlusion test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the occlusion test, force sensor test, and the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a critical pump error alarm. The customer¿s blood glucose level was 7.2 mmol/l. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.